Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the o-ring and that resistance was felt when filling the cartridge during the load sequence. Customer loaded a new cartridge to address the issue. There was no adverse impact to customer's blood glucose level.